Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 107, 204 and adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to contamination on the j702 connector on the distribution node (dn) pca, causing the pins to not make proper contact. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service codes 107 (mult abnormal shutdowns) and 204 (belt/monitor unusable) and experiencing "adjust belt" messages.